Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with macro-striae in left eye one day post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva)of one line at 1 day post treatment. Bcva from (B)(6) 2015: right eye pre-op 20/20 -8.00 x -1.00 x 155, left eye pre-op 20/20 -9.50 x -.50 x 10. Bcva from (B)(6) 2015: right eye post-op 20/20, left eye post-op 20/25. The patient complained of blurry vision in left eye. It was reported that event is lasting and disabling and significantly interfering with daily activities. Patient had bcva taken on (B)(6) 2015 and no loss of bcva was observed. Right eye post-op 20/20 .75 x -.50 x 170, left eye post-op 20/20 .25 x -.50 x 11.